Event description:
Procedure: appendectomy. According to the reporter: the white tip of the obturator broke when it was inserted. There was no report of any pt impact.

Manufacturer narrative:
(B) (4). (B) (4).